Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the leadless implantable pulse generator (ipg) device, the delivery system was unable to recapture the device after repeated deployments. The device and delivery system were removed and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned,and analyzed, and no anomalies were found. The delivery system shaft was mechanically kinked/buckled. The delivery system inner tubing was kinked/buckled. There was a visual observation with the delivery system. Visual analysis of the lead indicated damage during use. The analyst noted that the delivery system was returned damaged and testing could not be performed. Visual inspection performed only. If information is provided in the future, a supplemental report will be issued.